Event description:
Health professional reported "during times of adjustment, it was noted in the clinic that fluid was missing from the band." F/u findings: an x-ray was taken, explanting doctor couldn't see a leak, but fluid was missing. The port was replaced with a new port. The port is being returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."